Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air detector was damaged and wires were exposed. It is unknown if the device was used on a patient before the damage was observed. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found the tamper seal missing, a scratched lcd lens, and a broken battery door and battery compartment. During the functional testing, the customer reported issue was able to be duplicated as it was found that the air detector was heavily damaged. The air detector was replaced. Other unrelated repairs include replacing the battery compartment and battery door, the lcd lens, the keypad, rear label, overlay label, tamper seal and side label. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.